Event description:
It was reported that the right ventricular lead superior vena cava (svc) impedance was intermittent (varying) and high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 5076 implantable pacing lead (B)(6) 2008; 4193 implantable pacing lead (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that due to a possible fracture, the lead was explanted and replaced.